Event description:
It was reported that during implant procedure, patient's right ventricle lead exhibited low, out of range pacing impedance. The lead was not used and the procedure was completed using an alternate lead during procedure on (B)(6) 2023. The patient was stable.